Event description:
It was reported that charging pad for tandem mobi pump was damaged and no longer worked. There was no reported impact to the customer¿s blood glucose level. Customer planned to rely on multiple daily injections if pump battery depleted before receiving replacement charging supplies, continued to use current pump until replacement arrived, and was advised to use alternate insulin method if needed; technical support arranged two-day replacement of damaged charging supplies, shipped replacement pump.